Event description:
There was an allegation of a questionable tina-quant albumin gen.2 - urine application assay result for 1 urine patient sample and qc issues from the cobas 8000 cobas c 502 module. The initial result from the urine sample was 154.2 mg/dl. On (B)(6) 2026, the repeat results on another c 502 analyzer were 42.9 mg/dl and 46.3 mg/dl. The repeat results were deemed to be correct. The sample was repeated after the doctor questioned the initial high result, as it did not match the patient's history.

Manufacturer narrative:
The tina-quant albumin gen.2 - urine application reagent lot number is 85896901, and the expiration date is 30-nov-2026. The investigation is ongoing.